Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4-date of report. D4-expiration date/UDI number. D10-date returned to manufacturer. G4-date received by manufacturer. G7-checked "follow-up". H2-checked follow-up type. H3-device evaluation checked "yes." H4-device manufacturer date. H6-entered evaluation codes. H10-added manufacturer narrative. An osseotite® tapered certain® prevail® implant 6/5 x 10mm (xiitp6510) was returned for investigation. The reported event is non-verifiable following inspection and evaluation. Based on the evaluation, the device malfunction has not occurred. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown. Last name: unknown.

Event description:
It was reported that the patient suffered peri-implantitis. The implant was removed.